Manufacturer narrative:
(04/29/2013) device evaluation: the meter involved in this complaint was returned to lfs and evaluated by product analysis on (B)(4) 2013 with the following findings: the reported reading was observed on the meter memory however, pa was unable to reproduce failure in test. The test strip vial was also returned, but pa could be completed due the test strip vial being empty. If lifescan obtains additional information regarding this complaint, a supplemental report will be submitted. At this time, lfs considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying inaccurately high readings compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) (unknown year). The patient alleged obtaining a reading of "431mg/d" on the lfs meter. The patient reported using a combination of insulin and oral medications to manage his diabetes. The patient denied receiving any medical intervention for an acute complication of diabetes. The patient reported 45 minutes later he felt "dizzy and sick." The patient reported on (B)(6), he was treated in the emergency room (ER) with IV fluids and a reading of "26mg/dl" was obtained on an ER or hospital meter. It is unclear if the patient also received treatment for severe hypoglycemia during this visit. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing and the patient's test strips were in good condition. However a control solution test was not run due to the patient not having any supplies during the time of the call. Replacement products were sent to the patient. The meter involved in this complaint was returned to lfs and evaluated by product analysis on (B)(6) 2013 with the following findings: the reported reading was observed on the meter memory however, pa was unable to reproduce failure in test. This complaint is being reported since the patient claims due to the alleged issue he required treatment from a healthcare professional in the ER due to obtaining a severely low blood glucose reading.